Manufacturer narrative:
(B)(4). Date of initial report: 03/04/2016. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The instructions for use provide additional information on the proper method of assembling the electrodes into the reusable instrument. Manufacturing performs a 100% visual inspection that includes checking for damage to the snaps. It is unlikely the device left the covidien facility in this condition.

Event description:
The customer originally during procedure, an alarm sounded frequently and the device did not seal. No patient injury reported. No tissue damage. No bleeding. Upon receipt of the device for evaluation on (B)(6) 2016, it was noted that there was one broken and missing snap pin. The location of the snap pin is unknown. No further information available.

Manufacturer narrative:
(B)(4). One used ls3112 was received for evaluation. Visual inspection found one broken snap on the electrode jaw. The customer reported that an error occurred frequently and sealing was completed only for a few times. The reported condition was not confirmed. The electrode was attached to a reusable handset and activated on simulated tissue with acceptable results. No failure mode was identified. An additional failure was found during the investigation. The additional findings did not contribute to the reported condition. Pmv found a broken and missing snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts.